Manufacturer narrative:
Medical records were provided and have been reviewed by post market clinician staff and physician. Patient is (B)(6) with esrd on pd who was hospitalized for shortness of breath and brought into the ICU for a myocardial infarction. Peritoneal dialysis will not cause or contribute to the event of myocardial infarction. Patient had an underlying ejection fraction of 25% and hemoglobin levels in the 7's mg/dl. These two significant comorbidities, which both would contribute to the myocardial infarction and fluid overload, are not caused or contributed by the use of the peritoneal dialysis cycler. Patient responded well to a different prescription of peritoneal dialysis in the hospital. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a patient was hospitalized for heart issues and shortness of breath from (B)(6) 2014 to (B)(6) 2014. The dp nurse stated the patient was not on the machine when the issues started. The following is based on medical records received from the patient's treatment facility: the patient was admitted to the intensive care unit (ICU). In the ICU with a non-st elevation myocardial infarction and started on a nitroglycerin drip and changes were made to her blood pressure medications. An echocardiogram showed a decline in the left ventricular function and severe mitral insufficiency compared to the same study performed on (B)(6) 2014. The patient had a left ventricular systolic ejection fraction of 25%. Over the course of her hospitalization the patient's shortness of breath worsened until her peritoneal dialysis (pd) treatments were able to remove enough fluid. While hospitalized, the patient's physician stated that she did appear to have less than effective pd while at home with evidence of fluid overload based on critical echocardiographic and radiological studies. The patient did show significant improvement of her symptoms with aggressive pd and she has felt better in general. During her first pd treatment while hospitalized 5 liters of fluid was removed.